Event description:
It was reported that "the nut would not spin/using both wrenches the product did not function properly".

Manufacturer narrative:
The results of the investigation indicate that the device was likely tightened accidentally by tightening the jam nut, prior to discovering that the device has a left hand thread design, where rotation for tightening and loosening are reserved. Visual inspection verifies that user attempted to loosen jam nut by turning it counter clockwise. The user deviated from protocol.